Manufacturer narrative:
Unit passed displacement test. Basic occlusion test. Pump failed seating test due to faulty fsr (gold). Unable to perform occlusion test, excessive no delivery test. The motor was tested outside the device and passed. (B)(4).

Event description:
Customer reported via phone call that insulin pump had multiple error alarm. Customer's blood glucose level was 110 mg/dl at the time of incident. Drive support cap was appeared normal and they did not report motor error alarm. Customer was able to complete pump rewind. Insulin pump will be returned for analysis.